Manufacturer narrative:
Concomitant medical products: product ID: 6947-65 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was partially extracted and a new lead was implanted. It was further reported that the right atrial (ra) lead was dislodged during rv lead extraction. The lead was removed. No patient complications have been reported as a result of this event.